Manufacturer narrative:
On 08-dec-2016, the field service engineer (fse) was dispatched to address the reported event. The fse found the lock nut on nozzle loose due to rough tip detach.the fse tightened and lubed all and verified all sampler z axis alignments. The fse removed jammed cup from incubator and cleaned and lubed all. The fse ran qc and patient samples in tubes that were low volume-and no errors results received. The functionality of analyzer tested fine. The most probable cause of the reported event was due to a defective locking nut worked loose on nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported they are seeing an increasing number of short sample errors on both tubes and cups, qc and patient samples with their aia-600ii analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.